Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but a photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for failed stopper function with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced stopper creep out or loose closure. This event occurred 5 times. The following information was provided by the initial reporter: the customer stated the "stopper falls into tube while centrifuging in 12000 g 2 mins. ¿